Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed evidence of downstream occlusions. During functional testing, the device was able to power on, navigate through the screens and run an infusion without discrepancies. A fluid delivery test and a downstream occlusion sensor test were performed with no issues noted. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion error during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.